Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she previously had a spinal cord stimulator (scs) but did not know what company it came from. The patient stated she kept loosing this fluid and did not know what it was. Finally, the patient called the clinic and wires had gone up on the spine. The patient was interested in learning about the scs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.